Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor and gastric stimulation. It was reported that a battery revision was performed on (B)(6) 2019 due to the battery flipping up and extending outward. It was causing minimal pain and was annoying. The physician¿s assistant stated this occurred approximately 3 months ago when they saw the patient in the office. No further patient complications were reported as a result of this event.